Manufacturer narrative:
UDI in operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not do overtemperature. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information was received via email on (B)(6)-2022. No patient involvement.

Manufacturer narrative:
Other, other text: the device was returned in poor condition e.g. Discolored line cord, chipped front cover, cracked water tank, and a cracked plate clip. During functional testing, the reported problem was not duplicated. The customer complaint was not confirmed. Damaged components were replaced. Preventive maintenance was completed. (H6c, h6d, h6e, d10) a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Additional information was received. (B5)